Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2022. Fiducials were administered transperineally and the procedure was completed using 1% carbokine lidocaine. After the procedure, the patient started to feel sick and the patient's saturation had decreased. A vagal reflex may have been the cause. The patient was treated with intravenous drip, oxygen inhalation and leg elevation. It was suspected that the patient was feeling sick due to hypertension, weak anesthesia, and pain. The gold anchor injection and hydrogel implant was thought to be related to the patient feeling sick. The patient's current condition is reported to be fine.